Manufacturer narrative:
Patient information was unavailable from the site. The archive used in the procedure was sent to medtronic for evaluation. The evaluation found that the trace pattern did not appear on the surface of the 3d model. Rather, inside of the volume. It was noted that 2d images had many black holes in them. After using the auto-refine functionality, the holes disappeared.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a 3mm imprecision was observed when navigating known anatomical features. The features would reported to be the tip of the nose and the system displayed the instrument was inside the right cheek of the patient. It was reported that the tracer registration passed and the imprecision was observed while navigating. It was reported that the surgeon traced lightly with acceptable pressure on the skin and focused on bony areas of the anatomy. The site attempted to perform a second registration without success. To continue the procedure, a second medtronic navigation system was brought into the operating room (or). A successful registration could be performed on the second navigation system. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.